Manufacturer narrative:
A supplemental report was submitted for additional event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had mild ascites and edema of less than 2 that rose to 3-4+ and then lowered to 1+. It was also reported that the patient's central venous pressure (cvp) went from 24 to 20 and then was less than 16 and their inferior vena cava (ivc) was 2 cm and then 2.1 cm, collapsing less than 50% with a sniff test. It was also reported that their bilirubin total was greater than 2 and sometimes greater than 3 and their creatine was greater than 2 and sometimes 3s-4s.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after ventricular assist device (vad) implant, the patient experienced right ventricular (rv) failure and was maintained on an intravenous (IV) vasopressor. The patient experienced worsening renal function and volume overload that required oxygenation. The patient received a central line for continuous renal replacement therapy access. The patient¿s right ventricle showed signs of improvement and their IV vasopressor was successfully weaned off. The patient¿s kidney function began to recover and they received their last run of hemodialysis. The patient was admitted due to experiencing rv failure, shortness of breath and volume overload. A right heart catheterization showed moderately elevated right-sided filling pressures and mild elevated pulmonary hypertension. The patient received an IV vasopressor to augment their IV diuretic. The patient was given a ¿diuresis holiday¿ due to experiencing diarrhea and the vad exhibiting low flows. The patient began experiencing severe volume overload. The patient experienced elevated lactate dehydrogenase. The patient experienced tea-colored urine and a suspected vad thrombus. The patient received an IV platelet inhibitor to augment their IV anticoagulant. The patient experienced profound right sided weakness, right sided facial droop, sluggish pupils and stopped responding to verbal commands. A head computerized tomography (CT) scan showed a large intraparenchymal hemorrhage in the left frontal lobe and scattered regions of subarachnoid hemorrhage. The patient became more obtuned and was in tubated. The patient¿s anticoagulation medication was withheld, and they received an IV heparin antagonist. Repeat head CT showed increasinghemorrhage. The patient showed signs of brain death and was transferred to comfort care. Care was withdrawn and the patient subsequently died.

Event description:
It was further reported that the patient experienced a urinary tract infection that was treated with antibiotics.

Manufacturer narrative:
Correction: update to b5 and h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a urinary tract infection that was treated with antibiotics.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. A supplemental report is being submitted for additional event details and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Controller log files were not available for analysis. The reported thrombus event could not be confirmed due to insufficient evidence. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient's kidneys "took a hit" during ventricular assist device implant and following implant they experienced heart failure, right heart failure, worsening heart failure, kidney failure, multi-organ system failure and they subsequently died. The patient's cause of death was indicated to be end organ failure as a result of persistent heart failure. It was further reported that after ventricular assist device (vad) implant, the patient experienced right ventricular (rv) failure and was maintained on an intravenous (IV) va oppressor. The patient experienced worsening renal function and volume overload that required oxygenation. The patient received a central line for continuous renal replacement therapy access. The patient¿s right ventricle showed signs of improvement and their IV v as oppressor's was successfully weaned off. The patient¿s kidney function began to recover and they received their last run of hemodialysis. The patient was admitted due to experiencing rv failure, shortness of breath and volume overload. A right heart catheterization showed moderately elevated right-sided filling pressures and mild elevated pulmonary hypertension. The patient received an IV vasopressor to augment their IV diuretic. The patient was given a ¿diuresis holiday¿ due to experiencing diarrhea and the vad exhibiting low flows. The patient began experiencing severe volume overload. The patient experienced elevated lactate dehydrogenase. The patient experienced tea-colored urine and a suspected vad thrombus. The patient received an IV platelet inhibitor to augment their IV anticoagulant. The patient experienced profound right sided weakness, right sided facial droop, sluggish pupils and stopped responding to verbal commands. A head computerized tomography (CT) scan showed a large intraparenchymal hemorrhage in the left frontal lobe and scattered regions of subarachnoid hemorrhage. The patient became more obtunded and was intubated. The patient¿s anticoagulation medication was withheld, and they received an IV heparin antagonist. Repeat head CT showed increasing hemorrhage. The patient showed signs of brain death and was transferred to comfort care. Care was withdrawn and the patient subsequently died. It was further reported that the patient had mild ascites and edema of less than 2 that rose to 3-4+ and then lowered to 1+. It was also reported that the patient's central venous pressure (cvp) went from 24 to 20 and then was less than 16 and their inferior vena cava (ivc) was 2 cm and then 2.1 cm, collapsing less than 50% with a sniff test. It was also reported that their bilirubin total was greater than 2 and so metimes greater than 3 and their creatine was greater than 2 and sometimes 3s-4s. 2022-01-07: it was further reported that the patient experienced a urinary tract infection that was treated with antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, right ventricular failure, worsening heart failure, hypertension, renal dysfunction, multi-organ failure, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the ventricular assist device was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's kidneys "took a hit" during ventricular assist device implant and following implant they experienced heart failure, right heart failure, worsening heart failure, kidney failure, multi-organ system failure and they subsequently died. The patient's cause of death was indicated to be end organ failure as a result of persistent heart failure.